Event description:
On 13-jan-2026, a sales representative reported via email that an ar-7715 ucl internalbrace implant system experienced an issue during use. Specifically, the drill became cross-threaded with the drill guide, resulting in the guide snapping. The issue occurred during a ucl internalbrace procedure on (B)(6) 2026. No patient harm was reported. Additional information was received on 19-jan-2026: the issue occurred intraoperatively at the surgical site when the surgeon-initiated drilling for the first anchor hole. Although the patient¿s bone quality was described as good and young, the drill bit cross-threaded almost immediately upon contacting the patient's cortex. No product fragments were generated when the drill guide snapped. The procedure was completed using an additional ar-7715 ucl internalbrace implant system. The case was delayed approximately three minutes while the replacement kit was retrieved. No additional anesthesia was required, and no adverse effects were reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.